Manufacturer narrative:
This report is being filed on an international product, architect ca19-9 reagents, list 2k91-32 manufactured in (B)(4) that has a similar product distributed in the us, list 2k91-29, manufactured in (B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a falsely elevated ca19-9 result for one patient with an unknown diagnosis on the architect i2000sr analyzer. The following data was provided: initial 0.91, repeat 80.10, repeated in triplicate <2.0 u/ml. There was no impact to patient management reported.